Event description:
While inserting the transient 14 guidewire into the catheter, it was reported the guidewire pierced the catheter at the junction between the catheter segment distal to marker band. Physician then quickly withdrew the catheter from the pt and replace it with another one. However, while inserting the new catheter, physician noticed the aneurysm was bleeding the pt was on mechanical assistance. On additional follow-up, it was reported the pt expired.